Event description:
It was reported that the patient's left extension was fractured. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
Correction: section d: device information updated. Correction: h4: information updated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The reported event of high impedances was confirmed. As received, the continuity testing showed an electrical opened was found on the returned lead (a). The cause of the event is consistent with damage during use.